Manufacturer narrative:
In june 2024 the patient was seen for reprogramming in an attempt to improve pain relief. Reprogramming was not successful in improving therapy and ultimately the patient and physician decided to explant the nalu system. The firm was unaware of the decision to explant and was not present for the procedure to evaluate the system or retrieve the explanted components for testing. There are no reports of any system malfunction during reprogramming sessions. It is possible that the leads had migrated away from the intended nerve target, which would decrease therapy, however imaging is not available for review to confirm or negate migration or other visible issues. The cause of reduction in therapy is unable to be determined with the information available.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat foot pain. The implantable pulse generator (ipg) was placed in the medial thigh area with the implanted leads targeting the sciatic nerve. The patient had participated in a successful trial phase with nalu prior to implanting the permanent system. During the trial phase the patient reported reduction in pain from 9/10 down to 2/10. In (B)(6) 2023 the patient reported pain levels at 4/10 with the permanent system and a "much improved" overall quality of life. The patient completed another survey in (B)(6) 2024, continuing to report a much improved quality of life and high satisfaction with the system, however pain levels were reported to be 7/10. Cause of elevated pain levels in (B)(6) 2024 are unknown. On 01/04/2025 a nalu representative was notified that the nalu system had been explanted on (B)(6) 2025.